Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of (B)(6) 2024 listed on smartsolve. Daily total collection start time: (B)(6) 2024 00:00:00.000. Daily total of all insulin delivered: 0 (0 u). Daily total of basal insulin delivered: 0 (0 u). Daily total of bolus insulin delivered: 0 (0 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2024 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2024 07:36:01.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 11:49:07.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 2:41:59 am. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. Corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted amazon basics alkaline battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. However, during visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported blood glucose value of 1700 mg/dl. The customer reported hyperglycemia, hyperglycemia, hyperglycemia treated with IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit, hospitalization: overnight stay. Customer reported the following led up to the event: pt was just taking a shower document treatment for high bg: insulin drip. The event involved product(s) mmt-1880, mmt-332a, unomedical. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Troubleshooting partially done and further customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 21-mar-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 21-mar-2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered: 0 (0 u) dailytotalofbasalinsulindelivered: 0 (0 u) dailytotalofbolusinsulindelivered: 0 (0 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 21-mar-2024 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2024 07:36:01.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 11:49:07.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 2:41:59 am. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. Corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted amazon basics alkaline battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. However, during visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 1700 mg/dl. The customer reported hyperglycemia, hyperglycemia, hyperglycemia treated with IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit, hospitalization: overnight stay. The event involved product(s) mmt-1880, mmt-332a, unomedical. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartgaurd feature at the time of the event. Further customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 21-mar-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 21-mar-2024 listed on smartsolve. Dailytotalcollectionstarttime: 03/21/2024 00:00:00.000. Dailytotalofallinsulindelivered: 0 (0 u). Dailytotalofbasalinsulindelivered: 0 (0 u). Dailytotalofbolusinsulindelivered: 0 (0 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 21-mar-2024 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: 03/15/2024 07:36:01.000. Insert battery alarm was recorded and found in the formatted history file on: 03/15/2024 11:49:07.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 08-apr-2024 at 2:41:59 am. There was no power data available for the date of 15-mar-2024. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. Corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted amazon basics alkaline battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. However, during visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.